Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact date is unknown; however, the customer stated that the event occurred in (B)(6) 2014. Evaluation summary: the sample was received for evaluation. A visual inspection, clear passage testing, and pressure testing were performed with no defects noted. The set's slide clamp was opened and closed, the male luer adaptor was attached to an extension set with solution container, the setup was primed, and solution was allowed to flow. No flow issues were observed during the test. The reported problem could not be confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set¿s tubing was defective. It is unknown if there was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.